Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with and unknown lot number was returned and analyzed. Visual inspection identified a loop kink. In conclusion, the reported insertion of the mapping catheter issue has been confirmed through testing and failed the performance test due to a loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.